Event description:
It was reported by the patient's mother that she was concerned that her son's vns was ¿malfunctioning again.¿ she reported that the patient was seen in the emergency room last week for increase in seizure. She said that while the patient was in the ER, ¿checked the device and said they saw it was off. They said it showed a screen that said it was malfunctioning.¿ she thought they fixed the problem while in the hospital; however the patient had 4 more seizures since discharge. Follow-up with the person that checked the device found that he had seen an error message not a malfunction message. The error message was "invalid therapy protocol." Invalid therapy protocol messages occur upon interrogation when the tablet used to interrogate is set to a time earlier than the tablet that programmed the protocol. During the interrogation, the programmer checks to confirm that the protocol isn't titrating the patient up in too short of a time, so it compares the time stamp of the current tablet to the time stamp of the tablet that programmed the generator. The programmer shows an invalid protocol message if the time stamps calculate an interval less than the minimum by the second. Therefore the 2nd tablet programmed only has to be a second off to trigger the invalid programmer. Consequently the invalid therapy protocol message is not expected to be due to a generator malfunction nor represent a problem of the generator to deliver therapy, and therefore is not expected to impact seizure rate through loss of therapy. Review of the data found that the generator was functioning as expected. At the time of the report, the cause of the patient's increase in seizure rate is unclear. No further relevant information has been received to date.